Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). Omsc confirmed from the repair record of the device that the receptacle substrate (ex substrate) had been replaced. Omsc concluded that the reported event may have been caused by an accidental failure of an electronic component on the ex substrate. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc) but was returned to ocsm for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus china sales & marketing (ocsm) and found the error b30 displayed on the monitor, the error code indicated that there was the communication problem between the device and the scope. There was no report of patient injury associated with the event.